Event description:
It was reported during a ventricular tachycardia ablation procedure a cardiac tamponade occurred with a cool path duo irrigated ablation catheter which required a pericardiocentesis to resolve it. The physician had placed two non-sjm diagnostic catheters, one in the right ventricle and one in the his area. He placed a fast cath slo introducer and approached the left ventricle through a patent foramen ovale. A cool path duo catheter was placed in the left ventricle and anatomy and a peak to peak map were created using the navx system. The physician started ablation but had temp and flow issues with the catheter. It was exchanged for another cool path duo catheter and ablation continued for 15 minutes until a reported tamponade occurred. The physician noted the silhouette of the heart was not moving adequately on fluoroscopy, confirming a tamponade. A pericardiocentesis was performed which stabilized the pt and the procedure was completed without further consequences.

Manufacturer narrative:
We were unable to evaluate the product involved in this incident since no components of the device were returned for analysis. Review of the device history records confirmed the device met mfg requirements prior to shipment. The cause for the reported event remains unk; however the most likely root cause classification of the reported event is consistent with anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the IFU.